Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula deployed early indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 46 first prime pulses, deactivating before the start of second prime. The ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. No drive resistance was observed. As the needle mechanism never deployed, it is not possible for it to have deployed early.